Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube closure stuck in holder was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer tube, and the issue of tube closure stuck in holder was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube closure stuck in holder. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that during use with the bd vacutainer® eclipse¿ blood collection needle, the tube got stuck in the holder. There was no report of impact to user or patient. The following information was provided by the initial reporter: when the phlebotomist was going to remove the 2nd tube (edta) it got stuck in vacutainer. We don¿t know if it is the tube or the vacutainer that cause it to be stuck.